Event description:
On (B)(6) 2012, it was reported that the patient had called his physician's office complaining of "leakage from his device" and indicated that he has had this problem before. A battery life calculation was performed which showed 11.01 years remaining until neos=yes. The physician had reported that he would call the manufacturer when the patient was going to be seen again but he never did. The physician's office later reported on (B)(6) 2012 that "everything had been resolved" and there was no longer an issue. They did not provide any further information as to how the problem was resolved or what the problem was confirmed to be. Good faith attempts for additional information have been unsuccessful to date.